Manufacturer narrative:
(B)(4). Batch # p5867g. Device analysis: the analysis found that the pcee60a device was received with no apparent damage and with a gst60b cartridge reload present. The cartridge reload was received damaged, fully fired and with the cartridge pan detached from the cartridge. It is possible that the damaged was due to an improper handling of the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the cartridge pan was left in the jaw when the cartridge was removed after the first firing. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.